Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Following an implant procedure, the patient experienced a cardiac effusion and cardiac tamponade. A pericardiocentesis was attempted, although not successful. The patient's chest was opened up and a perforation of the right atrial appendage and dissection of the aorta were observed. The patient was then monitored in the intensive therapy unit (itu); however, they later passed away.